Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump had prime anomaly. Customer¿s blood glucose value at the time of incident was 150 mg/dl. Customer also stated that insulin pump unable to push insulin. Customer stated they did not receive second series of beeps nor did numbers appear on the screen. Insulin pump got no delivery alarm. Insulin pump will be returned for analysis.